Event description:
A customer contacted beckman coulter regarding an erroneously elevated accu tni result generated by the synchron lxi instrument. The erroneously elevated accu tni result was 8.54 ng/ml. The elevated accu tni result was not reported out of the lab. The customer wanted to verify the elevated accu tni result and reran the sample in triplicate. The repeated accu tni results were 0.03ng/ml, 0.03 ng/ml and 0.03 ng/ml. The accu tni result of 0.03 ng/ml was reported out of the lab. The customer indicated that there has been no change to pt treatment that can be attributed to this event.